Event description:
The report states that the device blade came out of the track in the jaws and would not retract. There was no patient injury.

Manufacturer narrative:
The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.